Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the dynamic hip system (dhs) lag screw was attached on the implant holder. Prior to lag screw insertion the surgeon checked the implant. During implant insertion, the surgical team heard a clicking sound. Upon retrieving the implant holder the nurse noticed the discrepancy in the implant holder length measured approximately 0.9cm of dynamic hip system (dhs). The tip of the implant holder (0.9cm) was left inside the patient. The tip is stuck inside the screw recess. The patient went for proximal femur fracture fixation-dynamic hip screw surgery. There was no surgical delay. This report is for 1 of 1 complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: reported on initial report as (B)(6), this was incorrect the age at the time of the event was unknown. The patient¿s date of birth is reported only as year 1964. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID: (B)(6). Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the entire 7mm threaded length of the connecting screw is broken off. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous and shows the typical view of a forced rupture. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The article with lot 7702601 in question was produced in a quantity of (B)(4) pieces on january 2012. Based on the available information it is likely that too strong mechanical loadings caused the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.